Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 error and foreign material, the issue occurred during preparation for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8,h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The customer contacted olympus technical assistance support (tac) via phone: avoid hot swapping scopes. Power down before removing or installing scopes in the light source. Clear errors before trying an additional scope to prevent the appearance of the same error in the new scope. Foreign objects like detergent remnants, hard water residue, finger grease, dust, and lint are present on electrical contacts. Use clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol to wipe the electrical contacts on the endoscope connector. Ensure complete drying before connecting the endoscope to the light source. Error cleared. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.